Event description:
Rn at handoff notified this rn about heat packs not working. Rn wasted approximately 15-20 heat packs over the course of a 12 hours shift. Heat packs did not produce heat after popping center.